Event description:
Information received by medtronic indicated that customer received pump error 63. Troubleshooting was performed. Customer was able to clear the alarm and complete pump rewind. The device will be returned for analysis and customer was instructed to revert to back up plan as per hcp instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test, displacement test, active current measurement and sleep current measurement. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 63 alarm (variableinfo=15) was recorded and found in the formatted history file on: 08/14/2023 10:19:31.000 08/14/2023 10:19:44.000 pump error 63 alarm (variableinfo=15) was confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 14-aug-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/13/2023 01:25:00.000 08/13/2023 01:35:00.000 08/13/2023 07:40:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 08/14/2023 12:29:21.000 08/14/2023 13:04:20.000 08/14/2023 13:14:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 08/14/2023 10:26:49.000 08/14/2023 13:31:46.000 08/14/2023 13:41:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 08/14/2023 10:19:34.000 08/14/2023 10:19:47.000 08/14/2023 10:20:15.000 08/14/2023 10:20:33.000 08/14/2023 10:20:46.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. No failed battery alert/battery failed alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay and a scratched case. Pump error 63 alarm (variableinfo=15) was confirmed, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.